Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (6/11/2013).the patient's meter has been returned and evaluated by lifescan product analysis on 9/26/2012 and 11/20/2012, respectively, with the following findings:supplemental #1 noted that the meter passed all testing with no faults found and that the reported issue could not be confirmed. However, product analysis (pa) found a secondary issue. The meter was found to have battery leakage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (12/05/2012)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter passed testing and met specification. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.